Manufacturer narrative:
The connector was confirmed to be broken. The upper case was cracked. The main printed circuit board (pcb) was contaminated. The display wire was pinched, but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector port. The epg was returned for service. There was no patient involvement.